Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: confirmed cartridge compartment is cracked at opening of cartridge chamber extending down to the primary seal. The returned cartridge cap was able to fully tighten until cap was flush with the pump case. No evidence of moisture damage in chamber. Additionally, observed the battery compartment has a small crack extending up from the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a (casing condition) cracked/damaged casing issue: the cartridge compartment is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).